Event description:
Dexcom was made aware on (B)(6) 2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on 06/07/2024. On 06/10/2024, it was reported that the patient experienced a skin reaction with infection, swelling, pain and cellulitis, which occurred 3 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic doxcycline 100 mg (1 table 2 times a day). The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).